Manufacturer narrative:
(B)(4)

Event description:
It was reported "high pressure alarms, iab rupture". Additional information states the iab catheter was removed and not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "high pressure alarms, iab rupture". Additional information states the iab catheter was removed and not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer submitted seven photos for analysis; the first six pictures show the alarm history on the intra-aortic balloon pump (iabp) screen. The history shows various alarms including high pres-sure, pump off longer than 3 min, ECG lead fault, ap cal data was not read, ap fos signal weak, no ECG signal available, system running on battery power, no ap signal available, trigger loss, and insufficient time to deflate. The seventh image shows the juncture hub of an intra aortic balloon catheter (iabc). The serial number printed on the hub matches the reported serial number. Blood is visible within the clamped helium pathway. The central lumen is capped off. No other defect or anomalies were observed. The customer complaint of blood within the catheter driveline was able to be confirmed by the photos. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "blood in the driveline" was confirmed by visual inspection of the customer supplied photos. Blood was visible within the driveline of the iabc. However, full complaint verification testing could not be performed as no sample was returned for analysis. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.